Event description:
Customer experienced a low blood glucose level of 29 md/dl on the continuous glucose monitor and 49 mg/dl o the meter, due to customer administering a bolus via the pump. At the time of the event customer was admitted to the hospital due to an unrelated, non-diabetes issue. Due to customer¿s circumstances a nurse treated the low bg with a cup of apple juice with 4-5 spoonful's of sugar and given glucagon.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.